Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported they "been having breast pains", "fluid around breasts and under [their] arms". Patient additionally reported [their] breathing has been funny", had a blood clot in [their] neck, and [the patient] has been fighting two types of cancer¿, "neck was real, real swollen and couldn't do much"; these events are unrelated to the device. Device remains implanted. This record is for the left side.